Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b5, b7, d6b, d9, g3, g6, h2, h6: health effect - clinical code and type of investigation have been updated. Additions to sections b5, b7 and h6: type of investigation. Correction to section h6: health effect - clinical code. The investigation is ongoing.

Event description:
According to the provided medical records, the patient was seen in consultation for consideration of surgical aortic valve replacement (savr). The patient had been prescribed eliquis after the mean gradient increased from 24mmhg to 46mmhg per echocardiogram. After the eliquis was administered, the mean gradient decreased down to 25mmhg, however increased to 42mmhg despite anticoagulation. The patient was referred to cardiothoracic surgery for a savr. It was also noted that the patient described having dyspnea on exertion. Additional information provided per fcs: explant of the transcatheter heart valve was performed, and a 25mm konect resilia aortic valved conduit was implanted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 month post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 valve in the native aortic position, the patient presented with a mean gradient of 24mmhg, suggesting a mild degree of functional bioprosthetic aortic valve stenosis. Another 5 years post tavr, the mean aortic gradient measured 42mmhg. Per report, explant of the bioprosthetic valve is planned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to section h3, h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: explanted valve returned in a jar, valve was deformed due to explantation, and calcification noted on the valve leaflets per x-ray imaging. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of increased gradients was confirmed based on the provided medical record. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to pre-decontamination observations of the returned s3 valve, calcification of the valve leaflets was noted per x-ray. As it is unknown when the thv leaflets became calcified, this is considered a separate event.